Event description:
It was reported that when using the bd pyxis¿ es server, the inbound messages were not flowing to pyxis, and new patients and medication orders were not crossing over. The issue began after the customer shut down their network due to a cyberattack involving stryker, which impacted the interface with stryker medical equipment. After the network was restored, the issue continued to occur. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the inbound messages not flowing to pyxis. A technical support specialist (tss) dialed into the server and restarted the external messaging service. Ran the server downtime query and reviewed the interface heartbeat results. Checked the carefusion coordination engine (cce) server and restarted the cce service. Restart was completed, and an email was sent to the customer for verification. The customer confirmed and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.